Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot specific product issue. All available information was investigated and a cause for the reported single leaflet device attachment (slda) cannot be determined. The poor image resolution is related to patient/procedural conditions. Tissue damage and mitral regurgitation (mr) resulting in heart failure appear to be due to the slda. Tissue damage, mitral regurgitation and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, heart failure, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to a rotated heart. On (B)(6) 2021, two clips were successfully deployed, reducing mr to 2. Then on (B)(6) 2021, the patient was re-admitted for heart failure. Imaging showed the first clip became detached from the posterior leaflet but remained on the anterior leaflet (single leaflet device attachment/slda) increasing mr to 3-4. A small amount of tissue damage was noted on the posterior leaflet. The second clip remains stable on both leaflets. The physician stated the cause of the slda is unknown. Additional treatment was not performed. The patient will remain hospitalized and await scheduling of additional treatment. No additional information was provided.